Manufacturer narrative:
Additional information: no intervention was required for removal of the device and the device was safely removed from the patient. No stent struts were exposed/visible on removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened. The stent was confirmed as 40mm, the device was returned with approx. 3mm of the stent exposed, a 20cc water filled syringe was used to flush the device, the device flushed by the y connector only, biologics were observed in the flush attempt, a 0.014¿ guidewire was able to advance through the device, the device was set up in the deployment fixture, the stent did not deploy with a maximum peak force of 3.40lbs, which is above the r ecommended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral/endovenous stent procedure involving the protege rx in the common carotid artery, deployment issues occurred and the device was unable to be deployed. No resistance was met during advancement and the device did not pass through a previously deployed stent. The product was subsequently removed from the patient. Another stent was successfully applied to complete the procedure. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the stent was partially deployed.